Event description:
Reported to the patient safety team of multiple random abnormally elevated potassium levels on blood specimens collected in the bd gold sst tubes. This started being documented in (B)(6) 2025, brought to patient safety team (B)(6) 2026, 12 weeks of studying and improvement efforts. Conducted many workflow and procedure studies in several locations and have found it is inconsistency and unreliable stability of the gold top tubes that is causing the falsely elevated potassium results. We have had to send several patients to the emergency room for urgent re-testing to ensure they are safe and no harm from critical high levels, yet just a few hours later re-test shows the levels are normal range. We have started to switch the specimen collection containers to alternative devices and so far since stopping the use of the gold sst tubes we have dropped the abnormal potassium levels to zero. We have seen this outcome from the poor quality gold sst tubes in multiple testing locations across our own health system and other health organizations have had the same testing problem. So it's not our lab equipment and not staff collection techniques, we have ruled those all out. It has come down to that tube either has missing preservatives, inappropriate amount of the preservative, or some random flaw in the tubes. Staff have also reported poor/inadequate vacuum in these tubes as well (ie upon popping on the collection device there is no vacuum to draw in the blood, staff have to throw that tube away and get another to be able to complete the blood collection). Other lot examples include: lot# 5324056 (expiration 11/30/2026) / UDI: (B)(4) (bd vacutainer® sst¿ tubes, vials, systems, serum separators, blood collection).